Event description:
It was reported that upon removing the patient¿s dressing an area of redness was discovered underneath the dressing. The area is identical to the dressing that was in place for seven days.